Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibacterial drugs for the event. Sixteen days after hospital admission, the patient was discharged and reported the effluent was cloudy. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.